Manufacturer narrative:
Date sent to the FDA: 2/24/2021. Additional h6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: could you please confirm how many devices presented the issue of needle-pull off during the arterial anastomosis procedure? - total 6 suture were found defective. What was being done when the needle pulled-off (e.g. Removal from package, during passage through tissue etc.)?- suture get broken while passing though tissue. Were there any unexpected outcomes or complications as a result of the prolonged surgery time?- no any adverse outcome, as surgeon managed the condition well. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain - no patient treatment is not altered because of the event. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle pull off (detach) from the suture or suture/thread break while passing through tissue? Please clarify/specify the event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-01046, 2210968-2021-01048, 2210968-2021-01049, 2210968-2021-01050, 2210968-2021-01051. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm how many devices presented the issue of needle-pull off during the arterial anastomosis procedure? What was being done when the needle pulled-off (e.g. Removal from package, during passage through tissue etc.)? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an artery procedure on (B)(6) 2021 and a suture was used. During the procedure, the suture pulled off at the needle sewage point. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 03/31/2021. Additional information was requested, and the following was obtained: did the needle pull off (detach) from the suture or suture/thread break while passing through tissue? Please clarify/specify the event. - suture got detached from sewage point while passing through tissue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.